Manufacturer narrative:
Omit: c20 - no findings available. Additional information: imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of an over infusion propofol was not confirmed from a review of the log; however, the inspection and testing process identified a misaligned potentiometer extension guide that was not able to identify the correct syringe installed. ¿ customer¿s syringe module was powered on for testing in an attempt to replicate the over infusion reported incident. Once the system was turned on, the pump was loaded with a bd 3ml syringe. The channel select key was pressed and the pcu displayed the message ¿unknown syringe installed. Re-install syringe¿ ¿ once the sizer sensor was placed back in its original position within the potentiometer extension guide, the calibration task and preventive maintenance (pm) task were performed using alaris system maintenance (asm) to clear the message ¿unknown syringe installed. Re-install syringe¿ and perform functional testing on the device. Both tasks were observed to have completed successfully. ¿ laboratory test results showed, after the barrel clamp issue was corrected, that during syringe module volume detection accuracy, the syringe module was observed to be within +/-2% of the actual volume. Per srd-1445, the volume read is within the baseline requirements for syringe volume accuracy. ¿ a bd 3 ml syringe with a volume of 3 ml was loaded into the suspect syringe module. An infusion of propofol was programmed with a rate of 40.5 ml/hr, volume to be infused of 3 ml (all) and a dose of 125 mcg/kg/min as observed during the review of the syringe module event log. The infusion completed successfully as expected. ¿ the error and event logs were retrieved from the devices, suspect syringe module s/n: 15335739 and the concomitant pcu s/n: 15370746 via asm to ascertain programming and event details associated with the alleged incident on 22july2024 at 8:00 am. ¿ based on the review of the concomitant pcu log, on 22 july 2024 at the time of 6:09 am the syringe module was powered on and attached to the pcu s/n 15370746, the programming infusion of propofol at 500mg/50ml was started at the time 7:07 am with a 3 ml monoject syringe, the patient weight of 121 kg, a dose of 50 mcg/kg/min, a rate of 36.33 ml/hr and a vtbi of 5.5689 ml. At 7:10 am, the dose changed to 25 mcg/kg/min with a rate of 18.15 ml/h and a vtbi of 4.052 ml. ¿ at 7:18 am, the infusion was paused. ¿ at 7:20 am, the anesthesia mode was enabled, the syringe module alarmed, patient pressure and was silenced. ¿ at 7:27 am, the syringe module was powered off. ¿ at 7:37 am, an infusion was programmed with a 3 ml monoject syringe, with a patient weight of 54 kg, a dose of 125 mcg/kg/min, a rate of 40.5 ml/hr and a vtbi of 5.5767 ml, the infusion was paused. ¿ at 7:58 am, the infusion was restarted. ¿ at 8:02 am to 8:06 am, the syringe module alarmed 6 times for patient pressure and was restarted 6 times, until the infusion was paused. ¿ at 8:07 am, the syringe module alarmed ¨check syringe¨, the clamp was opened and closed, an infusion was started with a dose of 125 mcg/kg/min, a rate of 40.5 ml/h and a vtbi of 5.8183 ml. ¿ at 8:08 am, the syringe module alarmed ¨patient pressure¨ and was restarted, until the infusion was paused. ¿ at 8:14 am, the syringe module was selected but the operator walkaway. ¿ at 8:15 am, the syringe module was powered off. ¿ the alaris system user manual v12.1.1 notes, ensure that the displayed syringe manufacturer and syringe size correctly identify the installed syringe. Mismatches might cause an under-infusion or over-infusion to the patient that could result in serious injury and/or death. For a list of compatible syringes, refer to compatible syringes (syringe module) on page 180. If the installed syringe is displayed and selected but is not recognized, servicing is required. ¿ should an instrument or accessory be dropped or severely jarred, it should be immediately taken out of use and inspected by qualified service personnel to ensure its proper function prior to reuse. ¿ the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: the device was opened for investigation, please re-torque all screws. Please replace the barrel clamp assembly since it was found to have become dislodged from the potentiometer extension guide during the investigation. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the probable cause of the report of an over infusion of propofol is attributed to the finding of the barrel clamp assembly misaligned from its potentiometer extension guide. The root cause for the misalignment of the barrel clamp assembly was not definitively determined but is suspected to be from physical abuse based on the physical damage observed with the syringe module. Note that imdrf annex a0401, a040502, a1801, c07, c0601, d01, d15 and g02017, g04090 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that the syringe module was programmed to infuse propofol at 125mcg/kg/min. The syringe module should have delivered 184mg per epic calculations based on weight, however it was reported to deliver 500 mg. Patient was stable throughout the procedure and no issues with vital signs were noted. The infusion was switched to a new channel and delivered correctly. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the syringe module was programmed to infuse propofol at 125mcg/kg/min. The syringe module should have delivered 184mg per epic calculations based on weight, however it was reported to deliver 500 mg. Patient was stable throughout the procedure and no issues with vital signs were noted. The infusion was switched to a new channel and delivered correctly. There was patient involvement but no harm.